Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use, a relion¿ insulin syringe was found with foreign matter. ¿consumer states on syringe there is a sticky substance where the needle meets the hub of the syringe that does not seems to be insulin¿. There was no further report of injury or medical intervention reported.

Manufacturer narrative:
Investigation summary: customer returned (1) loose 3/10cc, 8mm, 31g relion syringe with the shelf carton from lot # 7178872. Customer states that there was a sticky substance on one syringe. The returned syringe was examined and exhibited a sticky piece of material on the surface of the cannula shaft. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. The spectral analysis suggests that this material has components similar to those of adhesive. Upon evaluation by qe (B)(4), similar findings to those documented during initial investigation performed at bd (B)(4) were noted. Per ftir analysis, the material appears to be adhesive. Additionally, the sample was visualized under ultraviolet light and noted the material to fluoresce, further supporting the results of the ftir analysis. Probable root cause likely to be adhesive on the o-ring being transferred to the cannula during production of this batch. CAPA (B)(4) was initiated by the (B)(4) plant to address adhesive runover/shield difficult to remove (on lodose needle lines) and their associated root cause(s). Batch# 7178872 was manufactured prior to implementation of corrective/preventive actions associated with this CAPA. Sample will be forwarded to manufacturing ((B)(4)) on 16feb2018 for further review. As per manufacturing, a review of the device history record was completed for batch# 7178872. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Investigation conclusion: probable root cause determined to be misalignment during application of adhesive on the needle lines. When this occurs, adhesive runover onto the hub or possible the cannula may occur. Additionally, adhesive may be inaccurately applied to the rubberized pull wheel on the line, which can additionally transfer adhesive to the cannula during routine use. CAPA (B)(4) was initiated by the (B)(4) plant to address adhesive runover.